Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. G.5. The s3 gasblender 10 liter (item 25-40-00) is not distributed in the USA and it is similar to s5 gasblender 10 liter (item code 25-40-45), which is distributed in the USA (510(k) number: k101046). H.4. Manufacturing date is pending. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding an electronic gas blender (egb) that shut down during extra-corporeal circulation, after a message concerning communication issue with the hlm essenz cockpit popped up on the screen. The device was replaced and the procedure was completed successfully. In parallel, the user switched back on the affected egb, that looked to properly working until the end of surgery. After that, it switched off again by itself. The unit has been replaced by a loaner. There is no report of patient injury.